Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead was experiencing inconsistent and high capture threshold due to the lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.